Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed with significant induced explant damage. Insulation abrasions were noted through to the rs- and distal hv lumens approximately 80-100 mm from the tip. The abrasion is long and smooth. Due to the location and type of damage this is consistent with lead-on-lead interaction within the heart, coupled by movement. However, lead-on-heart valve interaction cannot be ruled out. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead was associated with numerous stored episodes of oversensed noise resulting in one instance of inappropriate anti-tachycardia pacing (atp). There was also evidence of decreased impedance measurements but still within normal limits. The associated device was reprogrammed and the system remains implanted. No adverse patient effects were reported. New information received indicates that surgical intervention was performed. The system was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. Visual inspection of the rv lead noted it appeared to be compromised.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was associated with numerous stored episodes of oversensed noise resulting in one instance of inappropriate anti-tachycardia pacing (atp). There was also evidence of decreased impedance measurements but still within normal limits. The associated device was reprogrammed and the system remains implanted. No adverse patient effects were reported. New information received indicates that surgical intervention was performed. The system was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. Visual inspection of the rv lead noted it appeared to be compromised.